Manufacturer narrative:
It was reported that a revision was performed as doctor was unhappy with the position of implants when reviewing post-op x-ray. The affected r3 3 hole shell, head screw, r3 acetabular liner and oxinium femoral head, used in treatment, were returned. A lab analysis conducted during this investigation noted that visual inspection of the shell found faint traces of biological material on the porous coated side of the device. The inside and rim of the shell exhibited some scoring and dings, potentially from instrumentation during removal of the liner component. The femoral head shows evidence of scratches on the od/articulating surface, chamfer area near the female taper, as well as scratches on the female taper. This was probably due to contact with metal instruments during extraction. Inspection of the liner found a large cut from the lateral edge and up towards the apex, and a hole near the apex; these must have occurred during removal of the part. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported event could not be corroborated. Probable causes could include but not limited to surgical technique or size of device used. No medical documents were received for investigation. It was communicated that "there was no failure of the implants". Since no further harm is anticipated, no further assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a primary total hip replacement on 61 yr old male pt was performed. On reviewing post-op x-ray, dr. Was unhappy with the position of r3 shell. Femoral head was also explanted. No more information available.